Event description:
Reportedly, the status light stays off and does not respond to healthcheck.

Manufacturer narrative:
Evaluation summary : expertise of the subject home monitor confirmed the reported behavior and revealed that the power supply connector was broken. The root cause of this issue could not be determined; however, it could result from the wear of that component or from a mechanical shock.